Manufacturer narrative:
Based on the information provided, it cannot be determined at this time why the fastener cap detached from the fastener. Reportedly, the capsure device is being returned for evaluation. At this time we have not received the device. If/when we do, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time.

Event description:
As reported by the davol sales rep: it was reported that during a laparoscopic inguinal hernia repair with a 3d max, the capsure polyetheretherketone (peek) cap had come off the fastener. The broken fastener was removed. The problem presented mid use and after presenting, the capsure device was cycled in the air. The device was then used to complete the case with no reported patient injury.

Manufacturer narrative:
The subject product was returned for evaluation. The peek cap of the fastener had not detached from the coil as was reported. The fastener was found with a bent coil. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. While a definitive conclusion cannot be made at this time, the damage appears consistent with the user attempting to fixate into a hard structure inside of the body. The IFU for the capsure product instructs: loose fasteners should be retrieved from the abdominal or other cavities if possible.

Event description:
As reported by the davol sales rep: it was reported that during a laparoscopic inguinal hernia repair with a 3d max, the capsure polyetheretherketone (peek) cap had come off the fastener. The broken fastener was removed. The problem presented mid use and after presenting, the capsure device was cycled in the air. The device was then used to complete the case with no reported patient injury.